Manufacturer narrative:
On an unreported date in (B)(6) 2017, the patient experienced bacterial peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced bacterial peritonitis manifested by abdominal pain, abdominal discomfort, diarrhea, and cloudy pd effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unknown date in the same month as the onset, the patient was treated with ciprofloxacin (500 mg for five days, route not reported) and vancomycin (1 gm for 3 weeks, route not reported) for peritonitis. Treatment with vancomycin was ongoing. At the time of the report, the patient was recovering from the peritonitis event. No additional information is available.